Event description:
There was an allegation of questionable results for 30 patient samples tested for elecsys insulin (insulin) on a cobas e 801 analytical unit compared to an abbott alinity system. The results from the abbott alinity system were being used for routine diagnostic purposes. Of the data provided, the results for 9 patient samples were discrepant. In 8 of the 9 cases, the results from the e801 analyzer were higher than those obtained using the abbott method. In one case, the result from the e801 analyzer was lower than the result obtained using the abbott method. Patient 1 result from the e801 analyzer was < 0.4 uu/ml. The result from the abbott method was 22.7 uu/ml. Patient 2 result from the e801 analyzer was 6.01 uu/ml. The result from the abbott method was 4 uu/ml. Patient 3 result from the e801 analyzer was 21.3 uu/ml. The result from the abbott method was 13.6 uu/ml. Patient 4 result from the e801 analyzer was 28.9 uu/ml. The result from the abbott method was 18.7 uu/ml. Patient 5 result from the e801 analyzer was 11 uu/ml. The result from the abbott method was 7 uu/ml. Patient 6 result from the e801 analyzer was 16.4 uu/ml. The result from the abbott method was 10.9 uu/ml. Patient 7 result from the e801 analyzer was 23.8 uu/ml. The result from the abbott method was 15.3 uu/ml. Patient 8 result from the e801 analyzer was 24 uu/ml. The result from the abbott method was 14.4 uu/ml. Patient 9 result from the e801 analyzer was 16.1 uu/ml. The result from the abbott method was 10.3 uu/ml

Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Manufacturer narrative:
Calibration and qc were acceptable. Assays from different manufacturers can generate different results. This relates to the overall setups of the assays, the antibodies used, differences in reference materials, and the standardization methodology used. Methodological differences between various commercial insulin assays are common and expected. Ring trial data show that the abbott method recovers, on average, significantly lower values than the elecsys method. For patient 1, product labeling states that certain insulin analogs (e.g., lispro, aspart, glargine) are not detected by the elecsys assay. This lack of cross-reactivity is a known analytical specificity of the roche assay and may not be true for the competitor's assay. Patient 1's insulin medication was not provided. The discrepant results for patient 1 are consistent with the presence of an insulin analog medication, which is not detected by the roche assay. The discrepant results for patients 2-9 are attributed to methodological differences between the roche elecsys insulin assay and the abbott alinity assay. The investigation did not identify a product problem.